Event description:
Procedure: hemorrhoidectomy. According to the reporter: the stapler incorporated some skin as well as incomplete donuts. The surgeon was able to remove the device and used suture and cautery to repair tissue. There was a delay of 45 minutes in the case. Some additional bleeding occurred.

Manufacturer narrative:
(B)(4).